Event description:
Complainaint alleged that during a routine shift check by a clinician,the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
MFR has not rec'd the device for eval and this complaint is still under investigation.